Manufacturer narrative:
Sorin group (B) (4) manufactures the scp pump. The 510(k) number is k032213. The incident occurred in (B) (6). This report is filed on behalf of sorin group (B) (4). Please note that this MDR is being filed late due to a recent change in sorin group (B) (4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. During ecc, the clinician noted an abnormal noise coming from the scp pump. The pump stopped a few seconds later. The clinician hand cranked to maintain flow. The pump was changed out. Sorin group (B) (4) evaluated the scp drive unit. The unit was set-up and run for several days without any problems. The reported noise could not be reproduced. The pump was then run under various conditions, positions and flow rates. No problems were found. The drive unit was disassembled and visually inspected. No damage or traces of failure were noted. The clinician hand cranked the pump prior to change out. The instructions for use state to use hand cranking to continue or conclude an operation as a solution to a pump stoppage. Sorin group (B) (4) could not re-create the problem. The facility filed a vigilance report with the (B) (4) authority. This medwatch report is filed as a result of this action.

Event description:
During ecc, the clinician noted an abnormal noise coming from the scp pump. The pump stopped a few seconds later. The clinician hand cranked to maintain flow. The pump was changed out.